Event description:
It was reported that the procedure was to treat a fistula in the right internal carotid artery. Several coils were used in an attempt to seal the fistula; however, the fistula continued to bleed. A 3.5 x 19 mm graftmaster covered stent was implanted. But there was still bleeding from the fistula. Additional coils were used to seal the fistula (altogether, 27 coils were used). Arteriography revealed a 1.5 cm pseudoaneurysm was noted in the upper cervical segment of the right internal carotid artery which was treated with a non-abbott stent. It was then found that the distal portion of the graftmaster stent was not fully apposed to the vessel wall. An abbott stent was successfully used to appose the gratmaster to the vessel wall. The procedure was completed at this time. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak, difficult to deploy and the reported patient effect; however, the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the patient experienced a pseudoaneurysm. The reported patient effect of pseudoaneurysm, as listed in the graftmaster rx, coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. In addition, it was reported that the 3.50x19 mm graftmaster was used to treat a fistula in the right internal carotid artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It was also reported that the graftmaster was deployed at 12 atmospheres (atm). It should be noted in the graftmaster coronary stent graft system, rapid exchange (rx), domestic, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The graftmaster coronary stent graft system, rapid exchange (rx), domestic, instructions for use specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned as the stent remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.